Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Only the distal portion of the device was returned. The device was visually inspected and the device was stretched and broken. The complaint is confirmed. The device was pull tested and the device was not britle. The area of fracture was stretched indicating the a large load was placed at that point of the catheter which surpassed the catheter's tensile strength. The lot number was not provided by the user, however, all of the lots sent to the customer were examined and no exception documents or similar complaints were found.

Event description:
The user reported that during the repositioning of a pericardiocentesis catheter, resistance was felt during manipulation followed by a sudden loss of resistance. When the catheter was removed it was observed that a portion of the catheter was missing. The missing portion was still on the wire in the patient. Multiple attempts were made to retrieve the missing portion of the catheter on the wire. The detached catheter fragment was removed surgically.